Event description:
It was reported that the etrak 2500p system froze. There was no mouse movement or keyboard response. System has red banner up message 'visualization exited unexpectedly'. No patient involved at the time.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep requested that the customer do a cold boot to get the system back to responding to the keyboard and mouse. After doing the reboot, the system recovered fine and then the customer went through a full cycle, of loading a patient scan into the application, adding the sensor cables, calibrating and verifying and all worked fine. System is now working find and site is satisfied with the system and working as expected.